Event description:
Plantiff alleges latex allergy suffering from "iner alia", hives, wheezing, runny eyes, runny nose and shortness of breath and is at risk of suffering anaphylactic reactions when in contact with natural latex protein. Further alleges that as a result plantiff must live life in constant vigilance for the presence of latex products and will continue to suffer severe emotional distress and an inablity to engage in normal activities.